Manufacturer narrative:
(B)(4). Additional information: what is meant by ¿stapler or reloads did not perform properly¿? As described by the client and in literal translation: ¿staples released and the staple line started to bleed¿. What is understood here is that the staples did not hold in place and were ¿released¿ from their intended position/form a while after they were fired with the device with the intent to hold still and on the place where the operator intended. In both cases / patients, this happened about 15-20 min later (patient on 6th of december) and 10-15 min later (patient on 7th of december) after firing when the incident happened and the staple line started to bleed excessively enough for the operator to change the course of the procedure into thoracotomy where he was able to stop and control the bleeding. What was the indication for surgery? Lung carcinoma ¿ both patients what was the procedure? Vats how was the post-op bleeding identified? It was a bleeding during the vats surgery and it was identified visually by the operator. That was the reason for the immediate conversion in to thoracotomy to better attend the bleeding on the spot where the staples were placed. How many days postoperative was the bleeding identified? It was identified during the surgery. What was the total estimated blood loss (ml)? About 400ml on the female patient operated on 6.12.21 and about 2000ml on the male patient operated on 7.12.21 was a transfusion required? No for the first patient (6.12.21) and yes for the second patient (7.12.21) what was the pre and postoperative anti-coagulant and pain management protocol? As told by the client, standard antibiotic and fraxiparine 03 or 04 was given to patients preoperative. Was the bleeding intraluminal or extraluminal? If understood the context of the question correctly, the client said that in this case it would be extraluminal. What was the color cartridge used throughout the procedure? White vasecr35 reloads were used and gst45g

Event description:
It was reported last night about a faulty and non functioning product which caused complications to them and the patient, thoracotomy was performed due to poor staple formation. Operator was using the echelon flex powered stapler with white vascular reloads - vasecr35. It was reported that the vasecr35 reloads that did not perform properly were from the same lot: 459a85. The operating staff stated that they have used the instruments as per the instructions, waited 15 seconds before firing. They have also been using our powered staplers and reloads for over year. The patient experienced a post-op device. Staple line was not formed properly, the patient required revision surgery.

Manufacturer narrative:
(B)(4). Batch # unk. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the indication for surgery? What was the procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What was the color cartridge used throughout the procedure? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.